Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of exposure and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: exposure and infection(early onset). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "infection due to the device becoming exposed." Device has been explanted.